Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
The following was reported by the surgeon for a patient with a right side proximal humeral implant: I would like to update you on a custom proximal implant done in (B)(6) 2023, as you may recall, the one on which we had a very lengthy period of discussion and design two years ago. She was doing well since the revision operation in (B)(6) 2023. However recently in (B)(6) 2024 she had one incident of sleeping on the operated side and heard a loud sound, subsequently experiencing right shoulder pain. Enclosed please find two sets of x-rays, the first in (B)(6) 2024 (1.5 year post-op) when she was doing well, and the other taken after the alleged incident. I did some measurement of the distance of the retaining ring and the ball head, and found not much difference. Theoretically I think there could be three possibilities regarding the loud sound experienced by the patient: 1. I want to ask you if it is possible to have the liner coming out of the proximal humerus component and then relocate by itself? (In our previous discussions I was given the understanding that the liner was designed to be exchangeable in a custom implant, in contrast to the mets which is fixed. Does this make it more vulnerable to detach from its socket in the proximal humerus?) 2. Dislocation of the proximal humerus from the ball head, but this is not evident from x-ray measurements, with a good position of the retaining ring. 3. Adduction of the shoulder causing impaction and grating of the proximal humerus on the platform of the glenoid component, resulting in a loud sound. But this shouldn't result in pain.